Event description:
Customer received a result of 10.1 mmol/l and 4.1 mmol/l on the mobile system, and a result of 3.9 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the customer did not return the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(4).